Event description:
In 2008, the lay-user/patient contacted lifescan alleging that a one touch ultra meter had a battery indicator issue. The patient tests her blood glucose 1-2 times a day. She manages her diabetes with glipizide and janumet. The patient indicated that the alleged meter issue started four days prior, at 10:30 am. As a result of the meter issue, the patient claimed that she was unable to test her blood glucose. Although she was unable to test, the patient continued to take her medications as prescribed. She did not make any changes to her diet because of the meter issue. The next day, the patient claimed that she developed symptoms of frequent urination and feeling thirsty. The patient denied receiving treatment due to the alleged meter issue. The patient admitted that she had not replaced the meter's battery according to the owner's manual. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms suggestive of hyperglycemia after the alleged meter issue began. The patient stated that she was unable to test her blood glucose for about two days, due to the meter issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Test strip lot # not provided.